Event description:
After the catheter was inserted into the sheath, the physician was unable to aspirate and flush the sheath without pulling back air. The catheter was reinserted three times, but continued to aspirate air. The sheath and the catheter were replaced and the case was completed. No adverse event occurred.

Manufacturer narrative:
The returned sheath was visually inspected and functionally tested. Visual inspection showed that the sheath was intact with no apparent issues. The reported issue have been confirmed through testing; the leak was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.